Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 9) with multiple cartridges during the load process. The customer's blood glucose level was "elevated."

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.